Event description:
Results of technical investigation: the user experienced an allergic reaction to their ear molds. The investigation found insufficient uv curing time of the shell resin and the lacquer coating on ear molds, that led to the allergic reaction in this event.

Manufacturer narrative:
Correction: revised uv curing parameters to ensure adequate curing. Internal CAPA has been opened.

Event description:
In this event, user had developed an allergic reaction to their ear molds in (B)(6) 2025. Reaction gradually worsened as ears became red, swollen and infected. User was hospitalized in (B)(6) 2025. User needed two weeks of intravenous medication while hospitalized. User was originally prescribed oral antibiotics, which were ineffective for treatment. User is now out of the hospital..